Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -11.00/+1/95 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced excessive vaulting, pupil block, and angle closure (with elevated iop). On (B)(6) 2016 the lens was exchanged for shorter lens. The problem was resolved. As of the day of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation-lens was returned in liquid, in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).